Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent a left total knee arthroplasty on (B)(6) 2017 secondary to degenerative arthritis. Attune implants were used. Depuy cement x2 was used. The patella was resurfaced. No intraoperative complications noted. The patient underwent a left knee revision on (B)(6) 2019 secondary to suspected loosening. Intraoperatively, the surgeon confirmed loosening at the tibial component at the cement to implant interface with some tibial hypertrophy around the anterior and medial aspects of the tray; and a serosanguinous effusion. No intraoperative complications were noted. Pmh: severe osteoarthritis, left knee. Doi: (B)(6) 2017. Dor: (B)(6) 2019, (left knee).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: device history reviewed 10 feb 2020. 0 non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 28 feb 19. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.